Event description:
It was reported that during follow-up in clinic, the patient could not feel the vibratory alert. The patient notifier was tested at 6 seconds and 10 seconds and the patient and the clinician could not feel it. Upon device review, premature battery depletion was observed. Patient was asymptomatic and has never received hv therapy form the device. The ICD was explanted and replaced. No further information was provided.

Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. A longevity calculation was performed, and the device was within expected longevity performance. The cause of the field event was undetermined. The field event of no patient notifier vibration was confirmed. The patient notifier was tested on the bench and was not observed to vibrate. The DHR was reviewed and found complete with no reworks or failed tests related to the patient notifier. The cause of the event was determined to be a motor anomaly.